Event description:
Account reported that the physician was performing a soft tissue biopsy in the office. While in use of the needle on or about the 3rd or 4th pass of the needle through the mass, the inner needle part was situated within the substance of the mass. The cutting slide was brought down over this and during this part of the maneuver the cutting slide slipped clear off the end of the needle and deflected down into the chest wall and punctured the pleura. The pt suffered a pneumothorax which required several days in the hosp for re-expansion of the lung.